Event description:
On (B)(6) 2009, the pt underwent repair of multiple descending thoracic penetrating ulcers. A gore tag thoracic endoprosthesis was implanted. The celiac was unintentionally covered by the aortic extender component; however, there was no adverse event from the vessel coverage. There was collateral flow from the superior mesenteric artery. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt populations of penetrating ulcers. According to the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaa). Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.